Event description:
The customer reported that there was zipper damage to the side panel. The teeth were missing. The customer was not able to provide any additional information regarding whether the bed was in use at the time the problem was observed. Evaluation of the returned product found that the zipper slider body was open.

Manufacturer narrative:
The product was returned for evaluation. Physical inspection found that the slider body was open on panel side a. On panel side c, there was a one foot area of broken stitches on the right leg. The right leg bottom cap also had broken elastic. No broken or missing zipper teeth were found. The inspection found that the damage to the canopy was such that the user would not be able to assemble it in order to use it. (B)(4).